Event description:
It was reported that the patient was experiencing extracardiac stimulation from the left ventricular (lv) lead when putting on their continuous positive airway pressure (CPAP) mask. Upon testing in clinic, extracardiac stimulation was reproduced and the device feature that automatically monitors pacing thresholds at periodic intervals was programmed off. Approximately two weeks later the patient still had complaints of intermittent extracardiac stimulation from the lv lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: product ID: w4tr01 crt-p, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.